Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed (through history log) but not reproduced during evaluation. It was determined that the cause for this symptom was a wide inscribed pin dimension; which has been proven to cause false upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's evaluation it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.